Event description:
Because medical affair was unable to speak with the pt a letter was sent asking the pt to call medical affairs so that clinical information could be obtained. The pt called alleging that the test strips were damaged and the test strips port was damaged. The pt mentioned that they felt dizzy and their toes were numb. They tested on their meter and received a 175 mg/dl. An hour later, they were tested on the physician's meter and the result was "high" reading on the physician's meter. The test strips were stored in the kitchen cabinet and not expired. This case is being reported as a malfunction, since the test strips port and test strips were damaged.